Event description:
A 4.2f broviac central venous catheter when removed by gentle traction removal, allowed for the silicone cuff (0.6 x 0.3 cm) to be retained in a pediatric patient. That cuff ultimately migrated out of the patient's subcutaneous anterior chest tissue with abscess formation. The cuff had to be removed surgically.